Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the full lead was returned and ananlyzed and the helix was disengaged from the helical channel. The inner tubing was kinked/buckled and there was blood in/on the helix mechanism.

Event description:
It was reported that during the implant attempt, the helix did not extend after one attempt at repositioning it. High impedance was observed on the lead at implant. A different lead was used. No patient complications have been reported as a result of this event.